Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 silicone foley catheter with a drainage bag, including an inlet tube, sample port connector, syringe, and tamper evident seal. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted no obvious observations. During testing, the drainage lumen was filled with water, but no flow was observed. The drainage lumen was filled with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). A blockage was noted in the drainage lumen. This is out of specification per inspection procedure (B)(4), revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the patient, but urine did not flow, so its use was discontinued. After that, urine began to flow with another catheter.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the patient, but urine did not flow, so its use was discontinued. After that, urine began to flow with another catheter.